Event description:
Pt was found unconscious and was hospitalized for a "diabetes episode," diagnosis on admission was unavailable.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specs at the time of release.